Event description:
Per the clinic, a CT scan revealed that the patient¿s implant is in the inner auditory canal therefore the patient is not wearing the external device. Explant and reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
(B) (4). Implanted device remains.